Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Seventeen of the reported devices were received for evaluation. Evaluation found that thirteen of these devices had lubrication problems, two had internal corrosion, and two had shattered bearings. These devices are not repairable and were not returned to the user facilities. Five devices were not returned to the manufacturer for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, in which the devices overheated. There were no patients involved; no patient impact.